Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleged patient is tired every morning, device is beginning to smell, and device has strange odor related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed during the external examination of the device observed no significant wear or tear but did observe contamination on the upper enclosure near the ui knob and internal investigation observed evidence of water ingress at the air inlet. A fine white contaminant was observed in the blower box as well as on and in the blower. On the exterior of the airpath there were several small primarily white contaminants, though the largest were black on one side. Nearly identical contamination was also seen in the bottom of the blower box. Using optical microscopy, examined the blower and found cracking, crazing, and chipping of the blower impeller making it the likely source of the white contamination. Is unable to determine if the damage to the impeller is due to ingress of a foreign object, impeller failure, or wear and tear, did not find any of the white contamination on the interior of the blower seal, blower outlet, or iso port. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was evidence of sound abatement foam degradation.